Event description:
Clinic reports blood leak from header during initation of treatment. No sample is available. Canada complaint # 1040. Estimated blood loss 300cc. No add'l adverse effects. Unknown if headers were tightened prior to treatment; extracorporeal circuit discarded and set up initiation without further event. Medwatch filed on blood loss.